Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure and after re-inserting the octaray¿ catheter back into the body for a re-map, it was noticed that the octaray¿ catheter was not flushing or irrigating at all. The octaray¿ catheter was irrigating normally earlier in the procedure. The reporter confirmed that the irrigation tubing line was flushing normally with no obstructions. The physician was unable to force any fluid through the tip of the octaray¿ catheter. The octaray¿ catheter was replaced and the issue was resolved. The procedure continued with no further issues. No adverse patient consequence was reported. Additional information indicated that the suspected device is the catheter. The device was used in the patient initially while the catheter was providing proper irrigation. There was no error noted. Issue was discovered while attempting to flush the catheter before re-inserting into the body. They checked that the irrigation tubing was functioning properly and physician attempted to manually flush fluid through the catheter. No foreign body was discovered, and no flow could get through the catheter. Correct catheter settings were selected on the generator and no issues with flow rate change at the start of the case.